Event description:
It was reported that "precision test failed". The malfunction was noted in their after-sales service during the functional test of the pump. No incidents related to the pump.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date.one device was received in good physical condition. A review of the event history log (ehl) found a high number of "high alarm displayed: downstream occlusion" reports, pointing to a faulty ¿dso¿ sensor. The pump was tested for flow accuracy three (3) times and passed. The complaint could not be replicated at the time of the investigation (problem found during ehl inspection). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken for the main problem. The ¿dso¿ seal, bezel, and sensor were replaced.